Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020.

Event description:
The customer reported that after pulling the unit from storage, the unit would not power on, and noted that zip tie from the air flow sensor was missing. The customer replaced the zip tie and got an error referencing patient circuit leak measured 0.00 to 50.00. There was no patient involvement. The manufacturer's fse (field service engineer) remotely confirmed the issue. When the tie wrap was placed around the air flow sensor connection to the inspiratory module, the tie wrap included the inspiratory pressure tube leading up to the 3 station solenoid. The customer corrected the tie wrap issue and corrected the issue. The customer replaced the power supply, and tie wrap to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.